Event description:
The MFR rec'd info alleging a ventilator would not power on. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at a third-party service center, a failure of the device to power on was observed. The device's system board was replaced to address the issue.